Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 386 mg/dl at the time of incident. Customer reported that they feel okay. The customer was unable to troubleshooting they declined and they stated that her high blood glucose was due to increased food intake. Customer stated that auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The customer stated that the symptoms related to high blood glucose such as thirsty. Customer stated that they first got 2 calibration not accepted and then change sensor. The insulin pump will not be returned for analysis.